Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen was blank; however, the pump emitted audible tones and vibration. The pump case was removed and the display was undamaged. The blank display was replaced with a test display, and the display screen functioned properly, indicating a failed display flex. (B)(6).